Event description:
The initial reporter stated that they received an erroneous result for one patient sample tested with the elecsys troponin t stat assay on a cobas 8000 e 602 module. The sample was grossly hemolyzed. The patient sample initially resulted only with a data flag and no troponin t value. The sample was repeated, resulting with a troponin t value of 0.681 ng/ml, which was reported outside of the laboratory. The doctor complained about the value since it did not match the patient's clinical picture. The sample was repeated on (B)(6) 2019, resulting with a value of < 0.010 ng/ml accompanied by a data flag. The repeat result was believed to be correct and it matched the patient's previous results and clinical picture. The patient was not adversely affected. The troponin t reagent lot number was 365733, with an expiration date of 30-nov-2019. The field service engineer determined that the measuring cell high voltage was low. He readjusted the measuring cell photomultiplier tube voltage. He ran performance testing. The customer calibrated and ran controls. Controls were within the customer's specifications. For the last calibration performed on 03-feb-2019, there were no alarms. Quality controls were within range and did not show any indication of a reagent or instrument performance issue. The customer did not use rack adapters for 13 mm. Diameter tubes. The investigation could not identify a product problem. The cause of the event could not be determined.